Manufacturer narrative:
The company representative examined the system and replaced the host cpu. Preventive maintenance was performed, and the system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported the system shut down on its own during a procedure. The system was switched out and the case was completed. There was no patient impact reported.